Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings:evaluation revealed that the cartridge is damaged/cracked on threads. The display is dim/fading/reddish. The investigation completed with returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim/fading/reddish display. This report is made based on results of investigation completed on 08/27/2015.